Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. The device was explanted successfully. No additional information was available.

Manufacturer narrative:
Correction: